Event description:
It was reported that during a posterior repair, the physician perforated the pt's rectum. The physician cut off the arms of the implant and sutured the implant into the perineal body. The surgical area was closed, the rectum was irrigated and the pt was placed on antibiotics. The perforation of the rectum should heal naturally without the need for any further surgical intervention. No further complications were reported.